Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the field corrective action details. Updated fields: d8, d9, h7, h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image disturbances occurred. The event had occurred during the sedation of laparoscopic procedure. There were no reports of patient harm.